Event description:
The customer called the report bad sensor alarms on her sensor. The customer then stated that she was taken to the emergency room due to low blood glucose levels. The customer stated that her sensor was giving a blood glucose reading of 214 mg/dl, but the blood glucose reading read low in the emergency room. Troubleshooting was performed. Found that the customer wears the sensors for six days and usually starts getting different readings on the second day. The sensor passed the test plug procedure. Advised customer on proper calibration and on changing the sensors every two or three days. Nothing further was reported.

Manufacturer narrative:
Inspected on opened/used sensor and performed start up test. The sensor passed per specifications. See MFR report 2032227-2009-02271 for hospitalization notes under the insulin pump.